Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by adjusting the sample valve to regulate the wash pressure. No additional discrepant result issues have been reported since the service activity was completed. The sample valve was determined to be the likely cause of the issue. An instrument service history review for ac06371 revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the sample valve did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number ac06371, or the sample valve was identified.

Event description:
The customer reported a falsely decreased alinity c calcium result generated by the alinity c processing module for a patient. Additionally, the calcium quality controls were erratic; however, they were within range when the falsely decreased result was generated. The customer repeated the sample, and a normal result was obtained. The following data was provided: customer¿s normal range: 8.4 to 10.2 mg/dl. Sid (B)(6): initial result = 4.8 mg/dl; repeat result = 8.9 mg/dl. There was no impact to patient management reported.

Event description:
The customer reported a falsely decreased alinity c calcium result generated by the alinity c processing module for a patient. Additionally, the calcium quality controls were erratic; however, they were within range when the falsely decreased result was generated. The customer repeated the sample, and a normal result was obtained. The following data was provided: customer¿s normal range: 8.4 to 10.2 mg/dl. Sid (B)(6): initial result = 4.8 mg/dl; repeat result = 8.9 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.